Manufacturer narrative:
(B)(4). During the investigation on this reported event, attempts were made to collect additional information on the event and the procedure. Date of event is unknown, first day of the possible period is quoted as the date for reporting convenience. Lot history review could not be performed due to no lot information. All the shipped products are inspected for meeting products specifications and shipping criteria, based on this, there is no indication of a product deficiency. Based on the obtained information, it is thought that operational context caused or contributed to the event. IFU describes "angiospasm" "vessel trauma including dissection" as possible complications and adverse event.

Event description:
According to the article "comparison of novel 6.5 fr sheathless guiding catheters versus 5 fr guiding catheters for transradial coronary intervention" appeared in "euro intervention 2011;7", it is reported that among the reviewed 146 procedures between (B)(6) 2008 - (B)(6) 2010, one patient in the sh arm (0.7%) experienced radial spasm (during diagnostic angiography) and subsequent loss of pulse after tri. Duplex ultrasound of this patient revealed a radial artery diameter of only 1.7 mm. One case of non-flow limiting guide-induced left main artery dissection occurred in the sh group, likely due to usage of too large a curve (pb 4.0 instead of pb 3.5). Intravascular ultrasound showed a limited dissection flap within a large 5.5 mm diameter left main artery. No intervention was required, in-hospital course was uncomplicated and repeat angiography at six weeks showed complete healing.